Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 179 mg/dl.